Manufacturer narrative:
The inform ii meter serial number was(B)(6). The customer's remaining test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer stated that quality controls run on the meter were acceptable within 24 hours of the event. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with an accu-chek inform ii meter. A venous sample collected from the patient was tested using the meter, resulting in a glucose value of 29 mg/dl. Four minutes after the first meter measurement, a fingerstick sample was collected from the patient and tested using the meter, resulting in a glucose value of 127 mg/dl. This value was believed to be accurate. The patient did not appear to be hypoglycemic.